Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site, referring as burning sensation. As such, surgical intervention took place on (B)(6) 2025 wherein the ipg was repositioned and relocated lower to address the issue. Reportedly, the issue was resolved post op.

Manufacturer narrative:
Corrected data: health effect - clinical code.